Manufacturer narrative:
(B)(4). The returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole 3mm from the distal markerband. There are numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-sep-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the calcified mid left circumflex (lcx) artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.